Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) and an abut gold friction-fit 3. 5mm imp (hla3g) were returned for investigation.visual inspection of the as returned product identified worn markings due to usage and a fractures. Pre-existing conditions noted on the per is bruxism. The reported device was located on tooth #32 and was used for approximately 5 years and 10 months. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning' documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants (4869 rev 9-10/19) information identified: contraindications, warnings, precautions, breakage DHR review was completed for the subject lot number (tsvb11 ). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62692334) for similar event and four other relevant complaints were identified: (B)(4) november post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
Only upper part of the implant was returned for investigation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Explant date unknown / not provided. PMA/510(k) number: k013227.

Event description:
It was reported implant fractured. Implant remains in patient's mouth. Patient had inflammation as a result of the event.